Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was having trouble with the insulin pump. She stated she was epileptic and the device was the reason why in one week she had three seizures. Customer then stated she wasn't really sure what was going on. Customer stated her blood glucose was 55 mg/dl on (B)(6) 2015. Customer stated that every timer she insert a new reservoir she has low blood glucose level which has occurred for the past three to four years. Customer stated in the morning she had low blood glucose of 48 mg/dl on (B)(6) 2015. Low of 44 mg/dl on (B)(6) 2015 and then it went as high as 524 mg/dl. High of 267 mg/dl on (B)(6) 2015. Customer declined troubleshooting for high and low blood glucose and requested the device to be replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube.